Manufacturer narrative:
(B)(4). Jaw/cam. The analysis results found that the device was returned with one malformed clip inside a sample bag and with one jaw and cam ramp disengaged. This condition would not allow the jaws to collapse in order to form the clips. Possible causes for this condition may be inadvertent force, twisting or pressure being placed on the device jaws, using the jaws of the device as a dissector/retractor or damage to the jaws while entering the trocar. Although the returned condition of the device prevented functional testing to evaluate the reported incident, the lockout mechanism was in a condition that permitted further evaluation. During this testing, the device locked out as intended. No conclusion could be reached as to what may have caused the received malformed clip. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that the device was used during a laparoscopic cholecystectomy. On the second clip, the surgeon closed the distal end over another clip, 3rd was fine, 4th firing the distal end of clips were producing "tear drop" clips. The same device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested.